Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The complaint regarding a charging fault was confirmed. The investigation determined that the device fault was due to an isolated component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation and was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed france that an astral device's battery would not charge. There was no patient injury reported as a result of this incident.